Event description:
It was reported that during routine device change out procedure, episodes of auto mode switch with atrial lead noise were noted. The lead was left in situ and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.